Manufacturer narrative:
(B)(4). Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Estimated blood loss was 300cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The sample is available for manufacturer evaluation and has been requested.

Manufacturer narrative:
Device not returned to manufacturer. The sample has been discarded by the user facility and is not available for evaluation. The reported complaint is not confirmed. A complaint sample is not available for manufacturer¿s evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.